Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported at the aortic neck is 20 mm in diameter below the renal arteries and is 12 mm in length with severe angulation, approximately 80 degree angulation, the aortic neck is 30 mm in diameter 12 mm below the renal artery. The iliac vessels were reported as there was mild calcification and moderate to severe tortuosity. The bifurcated stent graft was implanted at the renal artery however due to the angulation the left side of the stent graft ended up short of the renal artery. (B)(4) the physician implanted an aortic cuff which resolved the proximal type I endoleak however; the aortic cuff partially covered the renal artery. (B)(4) there was still blood flow into the renal artery and there was no further intervention performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short, conical and severely angulated neck); incorrect technique/procedure (short, conical and severely angulated neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short, conical and severely angulated neck); user error contributed to event (short, conical and severely angulated neck).